Event description:
Same patient as MDR ID #: 2134265-2009-03924. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with chest pain and shortness of breath. The patient went into ventricular tachycardia and was cardioverted and had subsequent ventricular fibrillation, cardiopulmonary resuscitation, was cardioverted, defibrillated back to sinus rhythm. The patient was brought emergently for catheterization which revealed flow limiting acute thrombotic occlusion of a previously placed proximal lad stent. The patient underwent successful treatment with pre-dilation and the placement of a 2.5x16mm taxus drug-eluting stent deployed from proximal to mid portion of the lad resulting in 0% residual stenosis. Timi flow improved from timi 0 to timi 3. Approximately 269 days later, the patient presented with chest pain and a myocardial infarction (mi). A cardiac catheterization revealed severe diffuse cad with an ejection fraction of 10%. Three days later, the patient underwent CABG times five with lima to lad, reversed saphenous vein graft and pda to plv, and reversed saphenous vein graft to the first and second diagonal. The patient was discharged five days later.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).